Event description:
It was reported the 4.5x8mm nc trek balloon became stuck within the guiding catheter during removal post dilatation. The balloon was re-inflated within the guiding catheter and then deflated and was eventually able to be removed from the guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty could not be determined. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. Additionally, it should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU, ppl2122137, revision b, precaution section) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, a conclusive cause for the reported difficulty removing the device could not be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.